Event description:
Boston scientific crm received info that this OEM mfg transvenous pacing lead was explanted as part of a system removal due to pt infection. The date of explant provided by boston scientific is incorrect. Also, the event date was not made available.